Event description:
During the open reduction internal fixation surgery of the left radius and ulna, five locking screws were implanted. Two were found to be broken and were explanted approx a year later.

Manufacturer narrative:
Engineering report: microscopic examination of the broken screw suggests, it broke near the bottom of the plate in which it was installed. However, the identity of the plate is not known, so this could not be determined conclusively. Microscopic examination of the fracture surface of the screw showed extremely faint beach marks which usually indicates failure under fatigue. Unfortunately, without following which plate was used, the indication and there in the plate these screws were installed, conclusions about the cause of this incident cannot be drawn. Conclusion: a conclusion cannot be drawn based on the lack of info concerning the circumstances of this screw breakage. Additional mdrs associated with this event: MDR 3025141-2014-00064: p/n co-t2320 screw.